Event description:
It was reported that this patient has had multiple vt and vf episodes, recorded on home monitoring. Recordings appear to possibly be true arrhythmia, however there is some lead noise. Lead remains implanted but will be evaluated further. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.